Event description:
Info received indicates the brakes appear to be set but the caster wheels will still roll.

Manufacturer narrative:
The tech found that top block was cracked and the casters were worn. He replaced top block, installed new bearing and replaced the casters to repair the bed.